Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal procedure, the devices disengaged into the cavity of the patient. Reload fell into the patient while tacking the mesh in place. Reload was taken out in order to complete the case. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the device was noted the packaging only was received. Functional testing was precluded since the device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal procedure, the devices disengaged into the cavity of the patient and was retrieved by using a laparoscopic alice. Reload fell into the patient while tacking the mesh in place. Reload was taken out in order to complete the case. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Additional: describe event or problem, device available for evaluation, date rec¿d by MFR, device evaluated by MFR, evaluation codes. Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the device was noted the packaging only was received. Functional testing was precluded since the device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturers quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic inguinal procedure, the devices disengaged into the cavity of the patient and was retrieved by using a laparoscopic alice. Reload fell into the patient while tacking the mesh in place. Reload was taken out in order to complete the case. There was no injury caused to the patient and no medical intervention was required.